Manufacturer narrative:
Pt. Info.: unknown/ not provided. Date of event: unknown, not provided. If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted, hence not removed. The device is not received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It as reported that an intraocular lens (iol) had sterility contaminated. There was no adverse event that occurred. The suspect lens not being returned as it will be destroyed. No other information was provided.